Event description:
Double counting of the p-wave can be seen on home monitoring causing an inappropriate atrial monitoring detection on (B)(6) 2024. Atrial sensing amplitude has trended up in the last week. Other lead trends are stable and within normal range. Lead currently remains implanted.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.